Event description:
It was observed during device evaluation, that the gastrointestinal videoscope displayed an e216 scope communication error message. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 error message was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.